Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not deliver a bolus requested by the customer. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.